Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 expiration, d4 UDI number, h4, h6 a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint# (B)(4). Date sent to the FDA: 12/10/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration and manufactured date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, the following was obtained: please confirm if the entire needle separated/pulled off from the suture or if suture/needle broke into pieces. // yes. * were there any patient consequences? // unknown. * can you identify the lot number of the product used? Lot: tkbcswso. * please provide the facility information, source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) // unknown. * what is the procedure name and date? // unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle and thread are breaking at the joint. There were no patient consequences reported. Additional information was requested.